Event description:
It was reported that the device was implanted for 5 months and the battery longevity estimate was 3.4 years. After considering the lead impedance, threshold, and no therapy delivery outside of the routine defibrillation threshold test (dft), the physician was "very unhappy." The device was reprogrammed to attempt to increase longevity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 310c31 tissue valve (B)(6) 2008, 4194 implantable pacing lead (B)(6) 2005, 5568 implantable pacing lead (B)(6) 2005. (B)(4).